Event description:
Reported intermittent out of range shock impedance greater than 150 ohms on home monitoring. Shock impedance trend shows measurements between 100-130 ohms over the past year. Lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.